Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2023-00942. This complaint will be closed as duplicate.

Event description:
It has been reported to philips that the allura xper fd20 has an image module issue. The philips field service engineer reported the image module button is broken and the housing is broken. The device was in clinical use. No patient harm reported. The device was replaced with new image module and tested normal. Philips has started an investigation of the complaint.